Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating a discolored lcd screen from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the lcd window on the screen looks foggy. The customer stated that the issue might be coming from the leather case she put on the pump. The customer stated that she can read the screen and the pump is functioning as designed. The customer was advised to call back and monitor the pump.